Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and elevated ketones. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to having high ketones. The patient's blood glucose levels reached 180 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include frequent urination and dry mouth. The patient was treated with a bag of fluids and blood work was performed. Patient was released after spending about 12 hours in the emergency room. This pod was removed at the hospital and another pod was applied to resume treatment.